Event description:
The customer reported that a pt death occurred while the device was in local mode.

Manufacturer narrative:
The customer reported that a pt death occurred. On 23 june 2010, the customer stated that the device was not a factor. The staff had admitted a pt when the system was in local mode. The pt coded and died. The staff notified the system was in local mode and reconnected to the server, which discharged all local data and re-synched with the server, bringing back the data that existed on the server for that bed from the last time the system was connected. The customer stated the system worked as intended. The system went into local mode because the batteries in the ups connected to the server went dead. They have since proactively gone around to check the batteries on their ups's to make sure they have good batteries. The customer does not feel there are any product issues. This is being reported only because a philips device was in use on a pt who died. No further investigation or action is warranted. (B) (4).